Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. A straight shell inserter was returned. Visual evaluation identified the following: a portion of the leading threads are fractured and the fracture piece was not returned. Device exhibits wear and tear consistent with use over a field age of approximately 7 years 2 months. No other damage was noted. Review of the device history records and receiving inspection reports identified no deviations or anomalies during manufacturing. Supplier's device history records were not reviewed as the device has had a potential field age of approximately 7 years 2 months and the reported failure has been previously investigated by zimmer biomet. Review of the rir confirmed that the raw materials utilized were conforming to specifications and all products of the lot were accepted by zimmer biomet. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found broken in sterile processing. Attempts have been made and additional information on the reported event is unavailable at this time.